Manufacturer narrative:
Other, other text: returned device was received in worn physical condition. There was wear and tear to the front cover, enclosure, drain fitting, pole clamp and line cord. During the evaluation of the device, the issue was able to be confirmed and found to be a damaged microswitch causing the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had a bad micro switch. There were no reported adverse events.